Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.467. Synthes lot: h055308. Supplier lot: n/a. Release to warehouse date: may 19, 2016. Expiration date: n/a. Manufactured by synthes monument. No nonconformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the complaint device sddrive screwdriver shaft t8 105mm was returned to customer quality (cq) west chester for investigation. The tip of the driver was stripped and discolored. The markings on the device had started to fade as well. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: outer diameter of the driver: conforming. Complaint confirmed: complaint can be confirmed based on the available information. Conclusion: the driver tip was stripped and discolored, hence the complaint was confirmed. A definitive root cause cannot be determined from the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D2: additional procode: kwp.

Manufacturer narrative:
Additional product code: kwq, nkg. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during the procedure the screwdriver was not gripping to the screw. A different set was used, and the screwdriver was stripped out after inspection. No patient was consequence. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for (1) sddrive screwdriver shaft t8 105mm. This is report 1 of 1 for complaint (B)(4).